Event description:
Cardinal health representative notified baxter corporate product surveillance of a 1.2 micron extension set in which the tpn filter hub had a small hole. This was discovered when connecting the lipids. This resulted in a no flow through the tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A sample evaluation was performed and the complaint was not confirmed. Visual inspection found no abnormalities or holes. The sample underwent simulated use and pressure testing, with no issues noted. No conclusion can be drawn from the investigation. Root cause not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.